Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal incisional hernia. It was reported that after the implant, the patient experienced mesh failure, pain, and hernia recurrence. Post-operative treatment included additional surgery, revision surgery, and mesh removal.